Event description:
Rn was attempting IV access with a protectiv IV catheter 22g. Bruising and loss of vein access resulted and catheter removed. On inspection of catheter noted a hole punctured through the wall and two bends in catheter. Catheter length intact. Question placement technique.